Manufacturer narrative:
(B))(4). The purpose of this MDR submission is to report the visual analysis of the preliminary pictures received on the 2mm x 6cm galaxy g3 mini coil. The embolic coil was noted to being kinked. The investigation performed on the actual device once received, confirmed that the embolic coil was kinked and stretched, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. (B))(6). This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2020-00031. Complaint conclusion: as reported by a healthcare professional, during a coil embolization, an attempt was being made to advance a two 2mm x 6cm galaxy g3 mini coils through an unknown microcatheter while being fixed the sheath introducer to the hub. However, they were not able to be pushed through the microcatheter as there was a resistance felt between the complaint coils and the microcatheter. The complaint coils were replaced with other coil(s) and the procedure continued. Pre-shipment pictures of both coils were received. The customer states there is no additional information available. One non-sterile unit galaxy g3 mini 2mm x 6cm was received inside of a pouch. The received device was visually inspected, no damages were noted on it. Then a microscopic inspection was performed, the embolic coil was found kinked, stretched and protruded from the introducer, no other damages were observed. Also, the marker band was found at 41cm from distal end and it was found within specification. The microscopic findings of the device received confirm the visual analysis on the pictures received. A manufacturing record evaluation was performed for the finished device l13103 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿detachable coil delivery system (dcs)- impeded in microcatheter with no loss of cerebral target position¿ was confirmed. Although the functional analysis could not be performed, it was observed that the embolic coil could not move through the introducer due the conditions noted on it and because of this observation, the event was confirmed. The stretched condition noted on the embolic coil can contribute to an impediment. The damage could be caused due to excessive force. The instructions for use (IFU) warns that if the microcoil system becomes immobile in the infusion microcatheter, apply a gentle push-pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices. Stretching of the embolic coil occurs when an attempt is made to retract the device while a more distal part of the embolic coil is held in position, possibly by the resistance noted in the event description. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by a healthcare professional, during a coil embolization, an attempt was being made to advance a two 2mm x 6cm galaxy g3 mini coils through an unknown microcatheter while being fixed the sheath introducer to the hub. However, they were not able to be pushed through the microcatheter as there was a resistance felt between the complaint coils and the microcatheter. The complaint coils were replaced with other coil(s) and the procedure continued. Pre-shipment pictures of both coils were received. The customer states there is no additional information available. Based on preliminary pictures received, the embolic coil was observed to being kinked and stretched.